Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿during surgery when opening sterile package was found that package is damaged and cement powder is coming out and cement sterility is not provided¿. The complaint description implies that the powder bag containing the cement powder has been damaged to the extent that powder has leaked out. There is no description of the condition of the next two levels of protection (pouch or foil) that protect the alleged failed bag. Without examination of the physical sample, any possible compromise of the sterile barrier cannot be confirmed. Root cause cannot be determined without further information. 3 retained samples were examined for this failure but no further instances were uncovered. Dva-107020-fde rev 6 was reviewed, and this failure mode is included on lines 101 and 103. The risk in both cases is considered ¿as low as possible¿ and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed 21 jan 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿during surgery when opening sterile package was found that package is damaged and cement powder is coming out and cement sterility is not provided¿ the complaint description implies that the powder bag containing the cement powder has been damaged to the extent that powder has leaked out. There is no description of the condition of the next two levels of protection (pouch or foil) that protect the alleged failed bag. Without examination of the physical sample, any possible compromise of the sterile barrier cannot be confirmed. Root cause cannot be determined without further information. 3 retained samples were examined for this failure but no further instances were uncovered. Dva-107020-fde rev 6 was reviewed, and this failure mode is included on lines 101 and 103 the risk in both cases is considered ¿as low as possible¿ and cannot be further mitigated. The sample was received for investigation on (B)(4) 2019, 2 days after the initial investigation was completed. The supplier seal has breached at the bottom, right hand side of the powder bag. The breach is approximately 5mm on the inside of the seal and narrows to a 1mm hole on the outside of the bag enabling the powder to leak out into the packaging. At the opposite end of the powder bag, powder has made approximately 1mm-2mm ingress into the supplier seal without completely breaching. The patterns of powder ingress imply pressure being applied to the bag either during transit/ storage or manufacturing. This examination provides evidence to confirm the complaint description. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Complaint re-opened (B)(4) 2019 following receipt of customer sample. Device history lot; device history reviewed (B)(4) 2019. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sterile package was found that package is damaged and cement powder is coming out and cement sterility is not provided